Manufacturer narrative:
(B)(4) final report. The reporter stated that x-rays and op notes were not available. An update on the patient post revision was requested but has not been provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused or contributed to the event. Infection is a known complication with any invasive surgery. Based on the available information no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case-2023-1135-1 initial report the reported stated that x-rays and op notes were not available. An update on the patient post revision has been requested and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 month and 1 week due to infection.